Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was replaced during the service call.

Event description:
The customer reported that the stenoscop system would not x-ray. No pt injury was reported.